Event description:
The caller stated that the customer was in the hospital, and she wanted to know if a company representative was able to drive to the hospital to troubleshoot the insulin pump. The caller was advised to have the customer call in for troubleshooting as well as to document the details of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.